Event description:
A care giver reported to baxter that at the moment of the infusion a leak seen in the patient line. Not injury to patient was reported; the cassette was replaced immediatly and the patient continued with the therapy as normally.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed in the lab due to a lack of sample. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was discarded. Should additional information become available, a follow up MDR will be sent.